Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that during the procedure, the xience v stent delivery system (sds) shaft separated. There was no reported pt effect. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4).